Event description:
It was reported that during a levophed infusion, the pump module did not alarm and go into an "infusion complete-kvo" when the volume to be infused reached zero. The device was not taken out of patient use after incident and staff unable to locate specific device incident occurred on. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had failure to alarm during levophed infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.